Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1540cds biocomposite-tenodesis screw 4 mm x 10 mm was inserted, but then the threads unraveled and broke. The broken pieces were retrieved from the patient, and the case was completed successfully. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Event description:
Additional information was received on 3/5/2025: this was discovered during an anatomic front and back wrist procedure. The case was completed using a 3.5 mm swivelock. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.